Event description:
It was reported that the procedure was to treat lesions located in the circumflex (cx) and the left anterior descending artery (lad). After predilatation was performed, two promus stents were placed in the cx, a 2.5x15 mm and 2.25x28 mm. Post-dilatation was performed with a non-abbott balloon catheter. The lad was treated with five non-abbott stents. On angiography, thrombosis (clot) was observed to have formed in the two promus stent implants in the cx. The patient was on heparin and integrilin. The thrombosis in the stents was treated with repeated balloon angioplasty using a non-abbott balloon and the thrombus was resolved. The patient is fine. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of thrombosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.25 x 28 mm promus referenced is being filed under separate medwatch report.